Event description:
On (B)(6) 2026, bvi became aware of a complaint describing an incident involving a cannula reported to be defective due to the presence of a small hook at the tip of the device. It was stated that this defect resulted in a posterior capsule rupture during an intraoperative procedure. The hook reportedly became visible only once the cannula was already inside the eye. The customer confirmed that the cannula caused a small tear in the posterior capsule due to the hook present at the tip. As a result of the complication, a sulcus lens had to be implanted, requiring additional surgical time, materials, and follow-up. The patient was given an additional check-up at the outpatient clinic the following day. Based on the information received, the event is considered a serious injury, as it necessitated additional intraoperative management and follow-up care.

Manufacturer narrative:
Following submission of the initial medical incident report (mir), the affected product was subsequently provided for investigation. At the time of the initial report, no specific product part number or lot number information was available. During the course of the investigation, it was determined that the reported device was supplied as part of a shelf-stock configuration, in which multiple cannulas with the same finished product reference but different lot numbers may be included. As the customer was unable to confirm the specific component lot number associated with the defective cannula, a comprehensive review of quality records was performed at the sku level for part number 585107 - hydrodelinator 0.50 mm tapered, including review of representative lots included in lot 3575099. The complaint involves a cannula reported to be defective due to the presence of a small hook at the tip of the device. The defect resulted in a posterior capsule rupture during the surgical procedure. Additional information provided by the customer confirmed that the hook at the cannula tip caused a tear in the posterior capsule, requiring implantation of a sulcus lens, additional surgical time, materials, and follow-up, including an extra outpatient visit. A comprehensive review of the device history records (DHR) for the reviewed lot confirmed that the product was manufactured, inspected, and released in accordance with approved specifications and established procedures. All required documentation, including manufacturing records, inspection activities, signatures, and dates, was complete. No deviations, discrepancies, or anomalies were identified during the review. Additionally, applicable manufacturing process and inspection controls were verified and confirmed to have been performed as required. Based on the investigation, the observed anomaly at the cannula tip was determined to be the result of an incorrect setup performed by personnel during the manufacturing process which was not detected. This condition is not acceptable in accordance with procedure ip-192-800mx and represents a deviation from expected product quality requirements. Appropriate corrective action has been implemented in the form of targeted awareness training for operators responsible for setup and inspection activities to reinforce adherence to established procedures and prevent recurrence. While the root cause has been attributed to human error and no systemic issues or adverse trends have been identified, this failure mode will continue to be actively monitored through routine complaint trending. Should additional occurrences or an increasing trend be identified, further investigation and appropriate corrective and/or preventive actions will be initiated as necessary.